Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3888-56, lot# va06jtq, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. Analysis of the lead, lot # va06jtq, found that all four conductors are broken from the proximal end of the lead where the small end of the boot was sutured. The #3 conductor is broken at the #3 electrode weld site 6.8 cm from the distal end. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that patient had lead fracture, no longer feeling therapy in his left neck. He reports less pain relief as well. It is unknown if any environmental/external/patient factors may have led or contributed to the issue. Impedances testing showed all contacts out of range for that lead. Health care professional (hcp) and patient device to have the entire system removed and perform a buried lead trail with a 2x8 surgical lead. The issue is resolved at the time of this report. The device was explanted (B)(6) 2018 and will be returned for analysis. No the health care professional (hcp)has no further information for manufacturer. Yes patient did have surgical intervention. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.